Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered front panel was yellowish and socket loose. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The user facility returned an asset video system center to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, the locker was loose resulting in no image. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced and was attributed to loose receptacle board. Failed communication between the scope was also reported. The root cause of the loose receptacle board could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.